Manufacturer narrative:
(B)(4).

Event description:
It was reported that the burr became stuck in the lesion. The target lesion was located in the moderately tortuous and severely calcified proximal to distal left anterior descending artery (lad). A 1.75mm rotalink¿ plus was selected for use. During the procedure, the advancer knob could not fully move to the proximal side. In addition, unusual sound was heard while the rotation speed went up to 280,000rpm from 200,000rpm. Subsequently, the burr became stuck and a pci guidewire was passed through the side of the burr to successfully remove the burr. Dilatation was then performed with a nc balloon and a non bsc stent was placed to complete the procedure. The device was then checked outside patient's body and blood was noted on the drive shaft and saline. No further patient complications reported.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the target lesion was a 90%, 60mmx3mmx3.5mm in length and diameter. In addition, ablation was performed 11 times at 170,000rpm, 160,000rpm, 160,000rpm, 210,000rpm, 206,000rpm, 208,000rpm, 210,000rpm, 210,000rpm, 200,000rpm, 200,000rpm, 199,000rpm for 7seconds, 11 seconds, 11 seconds, 10 seconds, 10 seconds, 10 seconds, 10 seconds, 14 seconds, 14 seconds, 14 seconds, 15 seconds respectively. The patient's condition was good after the procedure.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. Returned product consisted of the rotablator rotalink plus device with a rotawire inside the device. The advancer, handshake connections, sheath, coil, and burr were microscopically and visually examined. There was blood present inside the sheath, advancer and turbine. The annulus of the burr was damaged, flared and not rounded. The damage to the annulus is consistent with damage caused by the rotating burr coming into contact with the guidewire during use at a high speed. The advancer and burr housings were disconnected and it was found that the handshake connections were not attached. At this time the rotawire was able to be removed from the advancer but not the burr catheter. The burr catheter and the rotawire were soaked; however, they were unable to be separated. Functional testing was performed by connecting the advancer to the rotablator control console system. There were no abnormal noises or leaks and the device did not run; so, it wasn¿t able to get any speed. The advancer was dismantled the turbine was found to be corroded and the ultem was found to be melted. Inspection of the remainder of the device presented no other damage or irregularities. The investigation conclusion is user/use error as there was an act or omission of an act that resulted in a different medical device response than intended by the manufacturer or expected by the user. The dfu states: "recheck the rational speed reading to verify that the rotation rate is appropriate for the burr size and lesion type, and adjust the operating speed. 1.25 ¿ 2.0mm burrs 160,000 up to 180,000 rpm¿. (B)(4).

Event description:
It was reported that the burr became stuck in the lesion. The target lesion was located in the moderately tortuous and severely calcified proximal to distal left anterior descending artery (lad). A 1.75mm rotalink plus was selected for use. During the procedure, the advancer knob could not fully move to the proximal side. In addition, unusual sound was heard while the rotation speed went up to 280,000rpm from 200,000rpm. Subsequently, the burr became stuck and a pci guidewire was passed through the side of the burr to successfully remove the burr. Dilatation was then performed with a nc balloon and a non bsc stent was placed to complete the procedure. The device was then checked outside patient's body and blood was noted on the drive shaft and saline. No further patient complications reported.